Event description:
Pt having dilatation and curettage/hysteroscopy was coded and died in the or. Continuous flow pump was incorrectly hooked up. The machine labeled from pt had tubing that was connected to suction canister. Machine labeled "to waste" had tubing hooked to the pt.